Event description:
The jetstream device was used to treat tandem cto lesions in the sfa and popliteal. Multiple attempts were made to cross the popliteal when the guidewire became stuck on the device and had to be removed from the pt all together. An angiography then showed a perforation at the proximal popliteal. Due to multiple attempts to cross the cto the wire went subintimal. The pt was treated with pta; 4x100 and 5x100mm balloons. A 5x15 vaibon stent was used in the distal sfa and proximal popliteal and post dilated with 5x100 and 6x100 bdc. The post angiography indicated the perforation excluded and single vessel runoff was achieved.

Manufacturer narrative:
The pathway medical jetstream device was discarded following the procedure and therefore not returned for evaluation. Additionally, the lot number for the device was not provided therefore a manufacturing records review could not be conducted. Perforation is an inherent risk for the treatment of peripheral artery disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. It is important to note that the device was used subintimally. The IFU indicates the requirement that the guidewire is placed in the central lumen (and not subintimally) to ensure proper function and safe use of the device.